Event description:
The customer reported during continuous veno-venous hemofiltration treatment, the "effluent weight incorrect" alarms occurred more than 10 times within an hour without kinkage/clamping of the effluent bag. The pt fluid removal was set to 0 ml/hr, but actually the machine removed 500+ ml causing the pt's blood pressure to drop.

Manufacturer narrative:
The pt's blood pressure dropped. No medical intervention was reported. Prosma events history could not be evaluated. The prisma machine was thoroughly checked; the scales were within the calibration values before starting and ending of the treatment.